Event description:
The customer reported that approximately 20 sample tubes spilled after the workcell robot misplaced the tubes in the unload tray. One patient sample required a redraw. There were no reports of any medical treatment or medical intervention required due to the spilled sample tubes. Proper lab practice was utilized to clean up the area where this event occurred. There were no discordant results generated and no results were released to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the spilled patient tubes.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the spilled tubes was due to a defective robot theta axis belt. The fse replaced the theta axis belt and confirmed that the system is properly functioning. The instrument is performing within specifications. No further evaluation of the device is required.